Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7085177, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the procedure wherein their implantable pulse generator (ipg) and lead were explanted and replaced due to inadequate stimulation. The location of the devices is unknown. Postoperatively, the patient was provided with appropriate therapeutic stimulation.

Manufacturer narrative:
The device sc-1232; 597250 was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review did not reveal any anomalies as it states that undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and that system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control, are known risk with the use of spinal cord stimulation (scs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. The device sc-8336-50; 7085177 was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review did not reveal any anomalies as it states that undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and that system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control, are known risk with the use of spinal cord stimulation (scs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial:(B)(6) batch: 7085177 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the procedure wherein their implantable pulse generator (ipg) and lead were explanted and replaced due to inadequate stimulation. The location of the devices is unknown. Postoperatively, the patient was provided with appropriate therapeutic stimulation.